Manufacturer narrative:
Vaporizer plate reported free floating above the chamber. The presence of liquid peroxide on the load is possible if the vaporizer plate is missing, misaligned, damaged or leaking. The vaporizer plate is intended to prevent droplets of peroxide emitted from the vaporizer from being deposited ont the load. The operator's manual states that the vaporizer plate should be replaced and the vaporizer plate instructions of use state the importance of having the vaporizer plate installed properly to assure proper function of the vaporizer plate and the operation of the sterilizer without the vaporizer plate may result in hydrogen peroxide remaining on the load after a copleted cycle. The root cause of complaints pertaining to peroxide skin contact after a successfully completed cycle is currently under investigation, refer to CAPA 05-16.

Event description:
A healthcare worker experienced a burn on his thumb and first two fingers after touching items from a completed load. The worker rinsed his hand and the symptoms resolved within one hour. The vaporizer plate was not in place.